Event description:
During the review of the event history of another report of a colleague infusion pump, it was discovered that failure code 814:01 occurred during an infusion that caused an interruption during delivery for channel a. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 5.04.00, categorized as unremediated.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been evaluated onsite. The reported condition was confirmed and duplicated. The assignable cause was depleted main batteries. The main batteries and harness have been replaced. Additional: baxter has conducted a service history review and revealed that this device was previously serviced for the reported condition. A trend review has been performed and there have been similar reports made to baxter. The root cause will be investigated through (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.